Manufacturer narrative:
(B)(4): the customer reported that the monitor, wall mount, and wall channel were noted by a nurse to be loose when she was preparing the monitor for use. The monitor and mount fell and was caught by the nurse. There was no malfunction of the mount or mounting hardware. The issue is the result of incorrect installation of the mount/mounting hardware (wall channel) by the philips 3rd party contractor. The philips project manager followed up with the customer and the 3rd party contractor regarding this issue. The contractor corrected the installation. This is being considered an installation malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor, wall mount, and wall channel were noted by a nurse to be loose when she was preparing the monitor for use.